Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d8 and g3. Correction is being made to previously submitted g3- date received by manufacturer, which was not late. The correct date was 05/03/2024.. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be determined what the foreign material in air water channel and air water cylinder was. There was no physical damage to the area where the foreign material remained. However, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.